Manufacturer narrative:
Additional information: b5 - update. D10 - involved components added. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: all provided items show normal traces of use. The stem cone shows discoloration, which is normal after almost seven (7) years of implantation. There are no hints of metallosis: there are no signs of abrasion on either the plasma pore layer of the stem or the cup, which could trigger metallosis. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: the reported damage of the product could not be confirmed; no deviations were found. There is no indication for a material defect or manufacturing failure. Based upon investigation results, a CAPA is not required.

Event description:
Update: the complained product, nj136k, is now considered to be an involved component and no longer a leading material. Involved components: nj136k - isodur prosthesis head 8/10 36mm s (9610612-2024-00213: internal aesculap ag ref. No. (B)(4)). Nv213e - vitelene insert g 36mm sym. (Internal aesculap ag ref. No. (B)(4)). Nv010t - fixation screw d6.5mm l16mm sw3.5 (internal aesculap ag ref. No. (B)(4)). Nv011t - fixation screw d6.5mm l20mm sw3.5 (internal aesculap ag ref. No. (B)(4)). Nc952t - plasmafit plus 7 cup cap size 52mm g (internal aesculap ag ref. No. (B)(4)). Leading materials (not sold in USA): nj213t - bicontact d plasmapore 8/10 size 13mm (internal aesculap ag ref. No. (B)(4)).

Event description:
It was reported that there was an issue with the product nj136k - isodur prosthesis head 8/10 36mm s. According to the complaint description, postoperatively there was dislocation and the plan was for cup replacement. During surgery, metallosis was suspected, so the stem and all implants were replaced. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nv213e - vitelene insert g 36mm sym. (Internal aesculap ag ref. No. (B)(4). Other leading materials (not sold in USA): nj213t - bicontact d plasmapore 8/10 size 13mm (internal aesculap ag ref. No. (B)(4). Nc952t - plasmafit plus 7 cup cap size 52mm g (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5 - update. D9 - product return date. D10 - involved components added.

Event description:
Update: involved components: nv213e - vitelene insert g 36mm sym. (Internal aesculap ag ref. No. (B)(4)). Nv010t - fixation screw d6.5mm l16mm sw3.5 (internal aesculap ag ref. No. (B)(4)). Nv011t - fixation screw d6.5mm l20mm sw3.5 (internal aesculap ag ref. No. (B)(4)). Other leading materials (not sold in USA): nj213t - bicontact d plasmapore 8/10 size 13mm (internal aesculap ag ref. No. (B)(4)). Nc952t - plasmafit plus 7 cup cap size 52mm g (internal aesculap ag ref. No. (B)(4)).